Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose (bg) was over 500 mg/dl and an insulin injection was administered to address bg. Customer reverted to using an alternate pump for insulin therapy.